Event description:
Dealer is returning a total of 4 units, all from the same order, with the same problem. Dealer states: all 4 have what appears to be blown sieve beds. There is sieve material all under the units on the floor and up the back side of the units. They will run about 30 minutes then either go to a yellow light or to a red light alarm (that part had varied).